Event description:
Reporter alleged blood glucose was 309 mg/dl at 9:57 am and took normal 60 units of insulin however did not eat breakfast. It was reported 20-30 minutes later passed out and was given orange juice and sugar by a relative before 911 was called. Reporter stated emergency medical system (ems) arrived 15 minutes later and their result was 44-47 mg/dl and the customer was given an IV and glucose shot. A request was made for the return of thesuspect device and replacement product was sent.